Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain and multiple back operation. It was reported that they had a revision surgery. Patient thought it occurred last year. The exact date was not provided. Patient felt the burning a long time ago. Patient stated that the wires were redone because the leads had fried or burnt. The revision was done on the leads. No further complications were reported/anticipated.